Manufacturer narrative:
An eval of the device cannot be performed, as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report. Cat #542-11-60g, lot #unk, description: trident psl ha cluster 60mm. Cat #17-3605e, lot # unk, description: alumina c-taper head 36mm/+5. Cat # unk, lot # unk, description: unk screws. It cannot be determined at this time which, if any of these devices may have caused or contributed to the event.

Event description:
It was reported that, "revised due to poor implant alignment and broken screws (4). Ceramic insert was broken."